Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead was oversensing, had noise, and was pacing inappropriately. The physician reprogrammed the device to vvi mode and the lead was electrically abandoned. The lead is still implanted. No patient complications have been reported as a result of this event.